Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was sensing noise. The patient was asymptomatic. The noise was reproduced with isometrics in clinic. No changes were made and there were no consequences to the patient.